Event description:
A dialysis facility reported that a pt became hypotensive during a hemodialysis treatment. The pt was given 500 ml of saline and was stable upon discharge. There was an excessive fluid removal of 1.4 kg. There was no serious pt injury.